Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the flushing pump did not increase pressure. There were no reports of patient harm.

Event description:
It was reported, the flushing pump did not increase pressure. There were no reports of patient harm.

Manufacturer narrative:
Correction to g4 which was inadvertently left blank on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed. The unit failed to switch between ready mode and standby mode and failed to increase the water level due to faulty control panel. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.